Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse did not confirm an active leak. The fse replaced multiple pilot actuators in the lower pump module that were stuck in an open position and could have contributed to the reported leak. The fse also replaced the pinch valve (pv) mount for pv 4 and pv 12a as they were found broken which could cause incorrect fluid volume delivery. The fse also performed reproducibility run and verified results mode to mode. The customer prepared s-cal tube and a calibration run was performed on analyzer. All parameters passed and customer was able to adjust factors and get qc to run near assigned values. System performance was verified. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting that there was a fluid leak of approximately 2-3 ml from the front of the coulter hmx autoloader analyzer (115v). The leak was not contained within the instrument. There was no instrument generated error message. The customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves at the time of the occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.